Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit premature battery depletion (pbd). In addition, the device exhibited longevity calculations from three years to one year remaining in a span of seven months. Data was sent for engineering analysis. Analysis showed that the device was malfunctioning. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit premature battery depletion (pbd). In addition, the device exhibited longevity calculations from three years to one year remaining in a span of seven months. Data was sent for engineering analysis. Analysis showed that the device was malfunctioning. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.